Manufacturer narrative:
The lead is undergoing analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during a follow-up, this left ventricular (lv) lead was not pacing, even at high outputs. A lead revision was performed. During the procedure, the guide wire could not be fully inserted into the lead's lumen. The physician believed the lead was damaged, so it was explanted and replaced with a new lead of the same model to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
This product was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A complete, fully intact lead was returned with dried blood and fluid, in and around, the lumen of this open tipped lead. A wire insertion test was completed: the wire could be inserted no further than 57cm from terminal end or 27cm, from distal tip. A visual inspection of this region identified what appeared to be an agglomerate of blood/body fluid, most likely from the interaction between the guidewire and the lead, during the revision procedure. Testing was then completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits; the lead paced as expected. Laboratory analysis determined the difficulty with the guidewire insertion during the procedure was likely due to the wire become stuck in coagulated blood/bodily fluid.

Event description:
It was reported that during a follow-up, this left ventricular (lv) lead was not pacing, even at high outputs. A lead revision was performed. During the procedure, the guide wire could not be fully inserted into the lead's lumen. The physician believed the lead was damaged, so it was explanted and replaced with a new lead of the same model to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.